Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/7/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. As per returned sample determined that six boxes were received for analysis as follows: three sealed packages with thirty-six packets on each box. Three opened boxes. Box 1 with twenty-six packets inside, box 2 with thirty-five packets inside and box 3 with thirty-six packets inside. All packaging pertain to the product code pdp9625h, lot scmazh. To evaluate the condition of the returned samples, eight foils packets were opened from all the boxes, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed and examined along of strand and no anomalies or damage were observed during the evaluation. In the first sample, at the moment to perform the functional test it was noted that the suture was broken due to degradation condition and the functional test was not performed. A functional test was performed on seven samples was performed using instron equipment, and the tensile strength did not meet the minimum requirements. Based on the information currently available, a damaged suture defect was identified during the investigation of the samples received. This product issue will be addressed through the quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2022-10460 and 2210968-2022-10461.

Event description:
It was reported that a patient underwent an amputation procedure on an unknown date and suture was used. During the procedure, the suture was either breaking mid-substance, breaking at the knot (particularly worrying as I was ligating the femoral artery in an amputation at the time), or separating from the needle when opening the packet. The surgeon opines that clearly this is related to the suture material itself rather than my technique. Additional information was requested. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint #: (B)(4) this is a combination product and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. Component code: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package/during passage through tissue/during tying/post-op)? Passage through tissue. Could you please explain what do you mean by "particularly worrying as I was ligating the femoral artery in an amputation at the time or separating from the needle when opening the packet, so clearly this is related to the suture material itself rather than my technique?" Worrying, because if the surgeon had closed and the suture failed it would cause bleeding and ultimately death. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more details. No, used a different suture. Could you please clarify how many devices present this issue? I have sent 167 sutures back to be analyzed as they all came from the same batch number. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the 1st suture that was used during this procedure break or did the needle pull off from the suture? Did the 2nd suture that was used during this procedure break or did the needle pull off from the suture? The surgeon stated that two ¿more¿ packets broke or the needle pulled off. (B)(4). Captures the 2 sutures during this procedure. If other patients are involved, please open an additional file for each patient and provide the pc number. Please also provide the quantity of sutures that broke during an additional procedure. And please provide the quantity of sutures that pulled off during an additional procedure. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Related medwatch reports: 2210968-2022-10460.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: did the 1st suture that was used during this procedure break or did the needle pull off from the suture? The suture broke. Did the 2nd suture that was used during this procedure break or did the needle pull off from the suture? The suture broke. The surgeon stated that two ¿more¿ packets broke or the needle pulled off. (B)(4) captures the 2 sutures during this procedure. If other patients are involved, please open an additional file for each patient and provide the pc number. N/a. Please also provide the quantity of sutures that broke during an additional procedure. X 2. And please provide the quantity of sutures that pulled off during an additional procedure. X 2.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that ten packets that pertain to product code pdp9625h were returned for analysis. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures, or anomalies were observed during the evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related events captured via 2210968-2022-10460.